Event description:
It was reported that during a da vinci-assisted thoracic procedure, a fragment from a universal seal broke off and fell inside the patient. All fragments were successfully retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
The universal seal has not been received for failure analysis evaluation.